Event description:
Pt reported that back to back tests performed on their surestep meter were 248, 164, 128, 211 and 223 mg/dl (62% difference). Control solution test result (121) was in range (91-136). No symptoms were reported. There was no allegation of harm.